Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer called reporting complaint for e-0 error message; the e-0 error message appeared as soon as the blood sample was absorbed. Daughter is calling on behalf of the customer. While troubleshooting the meter during the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 288 mg/dl using truemetrix air meter and 301 mg/dl using truemetrix air meter. The customer had stated that these readings were too high. Customer had stated her meter had read 521 mg/dl fasting. The customer's expected fasting blood glucose test result range is 130 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is 12/24/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:521mg/dl.